Event description:
It was reported that during a right mandibular sinus ethmoidectomy procedure, the tip of the blade was broken off at around the end of the operation. As the broken piece was not found fluoroscopically, the doctor removed the stitches to confirm the patient. The broken piece was eventually found on the floor. As the broken piece fit the remaining blade, no piece was left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.